Event description:
Procedure: laparoscopic cholecystectomy, operative cystic cholangiogram. According to the reporter a female was admitted in 2007 with acute right upper quadrant pain. An ultrasound revealed gallstones and therefore she was taken to surgery on the following day for a laparoscopic cholecystectomy. During the procedure, the surgeon noted that a piece from the distal end of the trocar had broken off. The subxiphoid port where the piece of plastic trocar was broken, it was retained in the rectus muscle area, cephalad. The wound incision was increased laterally approx 3-4cm in size. Since the subcutaneous passes two inches, the opening of the trocar was encountered and under palpation and direct vision the foreign body piece broken from the trocar was removed and retrieved. Another trocar was used for the removal of the broken piece, and the surgery continued without any further complications. The fascial defect was closed with continuous 0 vicryl sutures to prevent hernia formation. The patient was released on the next day.